Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter and other clip delivery system referenced are being filed under separate medwatch report #s.

Event description:
This is filed to report the irregular movement of the clip delivery system with use of the m knob. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) when the m (medial) knob was turned on the mitraclip's steerable sleeve handle, the clip was noted to move in the opposite direction, away from the mitral valve. The blue alignment markers were aligned, but the cds was removed and replaced with a new cds, but it was the same result with use of the m knob. The clip moved away from the valve when the m knob was turned. The cds was removed. Since two cdses reacted in the same way, it was suspected that the issue may have been the sgc; therefore, the sgc was removed and replaced with a new sgc and a new cds. The procedure continued and one mitraclip was implanted reducing mr grade to 1. No additional information was provided.